Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), dentist have missed the implant while opening the wrong box. The bone grafting procedure was continued.